Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line became separated from the cartridge. There was no adverse impact to the customer's blood glucose level. Reportedly an infusion set change and cartridge change was performed resolving the issue.